Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient¿s mother reported a second emergency room visit on (B)(6) 2025, which she believes was related to inaccurate sensor readings. Both dexcom and omnipod devices displayed glucose levels in the 130s mg/dl, while actual blood glucose was in the 200s mg/dl, and the patient was symptomatic. The diagnosis was hyperglycemia, treated with IV fluids, insulin, and compazine. The patient was discharged after approximately 6-8 hours. No additional details were documented. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.